Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and failed. Functional test was performed and failed except button test; serial number verification. Internal visual inspection test was performed and passed. The receiver log was downloaded. An initialization issue was not found within the investigation window. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).